Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an echocardiogram identified a retrograde type b dissection after removal of the cook check-flo sheath. The external cylinder of the sheath was reported to have damaged the vessel wall. No treatment was required and there were no changes to the patient condition. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)